Event description:
As reported by implant patient registry, a patient underwent a tavr with a 23mm sapien 3 ultra valve in the aortic position. Approximately 4 years and 5 months post transcatheter aortic valve replacement (tavr) procedure, the patient underwent a valve in valve with a 23mm sapien 3 ultra resilia valve inside the pre-existing 23mm sapien 3 ultra valve in aortic position.

Manufacturer narrative:
Investigation is ongoing.